Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 3 months after the dental implant and maxillary arch prosthesis were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the mobility of the implant and prosthesis. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Follow-up being sent in order to correct the name of the implant given in brand name.

Event description:
The clinician reported that almost 3 months after the dental implant and maxillary arch prosthesis were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the mobility of the implant and prosthesis. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that almost 3 months after the dental implant and maxillary arch prosthesis were placed in ada site 10 in the mouth, the implant did not achieve osseointegration in type iii bone. Clinician noted the mobility of the implant and prosthesis. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications. Rp.017215.